Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 2.5 x 12 mm xience v (p.n. 1009539-12, lot# 9080641) is being reported under this same medwatch report number.

Event description:
Device issue: none. Advice event: death. Onset of adverse event: approximatelty 5 months after stent implantation. It was reported, via study, that approximately 5 months post a mid left anterior descending (lad) artery stenting procedure, the patient expired. From (B) (6) 2010 until (B) (6) 2010, the patient was hospitalized, initially for elective alcohol septal ablation; however, this was complicated by a large neck hematoma requiring intubation and surgical exploration, third degree av block, episodes of paroxysmal atrial fibrillation, atrial flutter and an episode of nonsustained ventricular tachycardia. On (B) (6) 2010, dc cardioversion and placement of an ICD pacemaker was performed. On (B) (6) 2010, the patient stabilized and was discharged to home. On (B) (6) 2010, the patient experienced sudden death at home. There was no cause of death provided. Although requested, there was no additional information provided.